Event description:
It was reported to philips that the device's geometry could not be controlled. The device was in clinical use at the time of the event. There was no harm reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the geo ipc communication timeout. Review of the system log file showed that there is no communication between host and geo ipc, when tried to connect monitor to geo ipc identified that software is crashed. The fse reloaded the geo ipc software. After reloading the software, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.